Event description:
A report from the user facility states that "a tip of instrument half of size of a small fingernail broken off in sinus area and is still embedded in the pt. They needed consent so they did not remove during time of surgery. Needs another surgery to remove. They needed consent so they did not remove during the time of surgery." Add'l info that the pt is undecided as to have the fragment removed. No other info was available.

Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation.